Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the pt was treated for low grade uveitis. The association between this event and the iol is not known. Additional info has been requested.